Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer pressed the footswitch again and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform x-rays. Upon functional testing, the fse checked the wired footswitch and found that the footswitch is very dirty. To resolve the reported issue, the fse cleaned the footswitch. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.